Event description:
During a remote follow up, far field r- wave oversensing and inappropriate automatic mode switch were observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that pacemaker mediated tachycardia was observed on the device. Technical support was contacted again and recommended additional reprogramming. No intervention has been performed.